Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Customer states he can see insulin dripping from reservoir compartment of his pump. The leaking under the o-rings. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir performed a visual inspection found reservoir's septum missing. Unable to perform pre-fill test.